Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally despite attempting multiple power sources. When plugged into a power source, the pump did not recognize the power source and would not charge. In addition, the customer reported that the pump battery gauge dropped from 70% battery life to 45% while the pump was plugged into a power source. There was no reported impact to the customers blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.